Event description:
Covidien received a report from the USA stating that on ht70 ventilator an oxygen sensor failed and could not be calibrated. There was no reported patient involvement. The date of the event is unknown.

Manufacturer narrative:
A supplemental report will be submitted if and when additional information becomes available. (B)(4).